Event description:
It was reported that, "patient said that he sat down and felt pain, when brought in for a follow-up check-up the patient's rod seemed to have been moved. The surgeon has not decided to revise, but would like an explanation on the hardware failure". Per the rep the product was xia 3 rod's and blockers.

Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation if the product is returned.